Event description:
Reportedly, there was sensing issue during implantation.

Manufacturer narrative:
Investigation summary: analysis of the returned lead revealed damage to both the outer and inner tube layers. This damage explains the abnormal electrical results observed during the lead investigation. Given the morphology and characteristics of the inner tube damaged area, along with the damage to the external insulation, it is more likely that the damage occurred prior to the lead investigation, either during the lead extraction or return procedure, and cannot be attributed to the observed event. The helix of the lead was received bent and deformed, which may suggest potential issues with extension or retraction of the helix during the implantation procedure. The abnormal shape and misalignment of the helix could have impacted its functionality, leading to the reported issue. Given the lead condition at reception, it is not possible to fully identify the root-cause of the reported issue. The investigation results are retained and used for trending purposes. Please find attached the investigation report.

Event description:
Reportedly, there was sensing issue during implantation.